Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware during focal bladder neck cautery (fbnc) that the left ureteral orifice (uo) was resected. The treating surgeon placed a stent during the procedure prior to catheter insertion. Multiple follow-up attempts to gather additional information have been unsuccessful. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. A root cause of the reported event could not be determined. It was reported that during hemostasis, the treating surgeon resected the patient¿s left ureteral orifice (uo). As a result, the treating surgeon placed a ureteral stent in the patient¿s left uo prior to catheter insertion. The patient was discharged. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the review of the information provided plus a review of the treatment log files, DHR, IFU, and procept's risk documentation, the event is considered not to be device-related. H.6 adverse event problem type of investigation: (4121) event history log review. On 21-nov-2024, procept biorobotics corporation (procept) received additional information indicating that the patient was discharged from the hospital on (B)(6) 2024 and will be scheduled for stent removal in three (3) weeks. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.